Manufacturer narrative:
Product ID 748925, serial# (B)(4), implanted: 2008-(B)(6), product type extension product ID 7434a, serial# (B)(4), implanted: 2008-(B)(6), product type programmer, patient product ID 3487a-33, lot# v109288, implanted: 2008-(B)(6), product type lead. (B)(4).

Event description:
It was reported that there was a loss of therapeutic effect. It was stated that the implantable neurostimulator (ins) "stopped working a few months after she had it put in" and 'did not help treat her pain." It was noted that the patient felt vibration in her stomach. An x-ray was performed which showed that the lead was in the "incorrect place." The health care provider (hcp) reportedly suggested using a paddle lead. It was later reported that the symptoms of the event were abdominal stimulation when turned on, with "tender" generator and anchor sites. It was stated that the event was attributed to the ins and lead, with issues including battery depletion and dislodgement/migration of the lead. If any additional information is received, a supplemental report will be sent.